Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap total hysterectomy procedure the tissue pad fell off the clamp arm. The piece did not fall into the pt. Another device was used to complete the procedure. There was no pt consequence.